Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced high blood glucose event of 266mg/dl at the first day of insertion in the lower back on (B)(6) 2026. The patient received treatment with insulin by pen. The event lasted for one to two hours and subsequently resolved. The cause of the event was not known. No further information is available.